Manufacturer narrative:
The device was not received for analysis, therefore no conclusions can be drawn as to the cause of the reported information.

Event description:
Medtronic received information that during the treatment of ruptured intracranial aneurysm after opening the package we found that the wire is broken. The device was replaced. No injury to the patient reported.

Manufacturer narrative:
Additional information received. Event description updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the treatment of ruptured intracranial aneurysm after opening the package we found that the pusher wire is broken. It was observed to be broken in the package. The damaged location was at the hypotube break indicator. The device never entered the patient and was replaced. The patient is in good condition.

Manufacturer narrative:
The axium implant coil (model: qc-6-15-3d lot: a092014) was returned for analysis. The axium implant coil was found secured within the guidewire clip and within the rubber stopper. The axium implant coil was returned within the introducer sheath. The axium implant pushwire was found kinked at ~1.0cm and kinked at load indicator ~3.2cm from the proximal end. Based on the device analysis and reported information, the customer¿s report of ¿prod damage/deformed out of pkg¿ was confirmed as the pushwire was found to be returned damaged (kinked). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.